Event description:
It was reported that an unspecified number of bd vacutainer® acd solution a blood collection tubes experienced glass breakage after use. The following information was provided by the initial reporter: material no. 364606, batch no. 7067687. Verbiage: emailed customer that glass tube will break at 0c and below. July 26, 2019 additional information received by customer: we are just hoping to know whether it is normal for the tubes to crack at -80. What is the lot number of the tubes that were affected?: 7067687. What specific date did this incident occur?: between (B)(6) 2019.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer regarding storage/refrigeration temperature of glass tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: preamendment. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® acd solution a blood collection tubes experienced glass breakage after use. The following information was provided by the initial reporter: material no. 364606, batch no. 7067687. Verbiage: emailed customer that glass tube will break at 0c and below. On july 26, 2019 additional information received by customer: we are just hoping to know whether it is normal for the tubes to crack at -80. What is the lot number of the tubes that were affected? 7067687. What specific date did this incident occur? Between (B)(6) 2019.